Event description:
Pt was admitted to the hosp for right knee arthroscopy, partial lateral meniscectomy, with osteochondryl allograft to lateral femoral condyle. A cadeveric knee allograft (lateral hemi condyle) was used. The allograft came from the cryolife co. Pt did fine initially. Pt was discharged home, but was re-admitted due to fever, pain and erythema in right knee. Pt was taken to surgery for an arthrotomy, and irrigation and debridement of the affected knee. Cultures were done and they grew out clostridium bifermentans. The pt was placed on antibiotics. The symptoms have subsided and the pt is receiving home antibiotic therapy for a month.